Event description:
It was reported that the latitude download of this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode showed an episode related to artefact. The patient was seen in-clinic and the artefact was easily reproduced. An electrode conductor fracture was observed. As a result, the electrode was explanted and replaced. The s-ICD device was replaced in the same surgical intervention due to discretion of the physician. No additional adverse patient effects were reported. The electrode is expected to be returned for analysis.